Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that during priming the insulin pump squirts out insulin instead of dripping. The customer's blood glucose level was unknown. The customer reported that the battery life lasting only a month. The customer declined troubleshooting. The device will not be returned for analysis.

Manufacturer narrative:
Device received with all operating currents within specification and passed functional testing including the rewind, a21 error test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. Device primed properly. Device received with cracked case and cracked reservoir tube lip. The test infusion set and reservoir does lock into place. (B)(4).